Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 200cc saline prosthesis, catalog #3501625, serial # (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast reconstruction revision with a mentor smooth round moderate profile 175cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 5/21/2018. The explant date have been updated. The final fill volume of the impacted product was 175ccs, and the final fill volume of the concomitant product was 225ccs. The right prosthesis was replaced with a 130cc mentor memorygel breast implant, and the left prosthesis was replaced with a 190cc mentor memorygel breast implant. The mentor failure analysis lab received the device for evaluation on 5/21/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
The device history record ( DHR) of lot number 5574510 was reviewed on 4/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with a mentor smooth round moderate profile 175cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed through a physical examination. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease, and an area of shell abrasion on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).